Event description:
It was reported that a filter limb detached and was found in the pt's heart. Approx two years post filter implant, the pt presented to the ER with chest pain. Imaging was performed and it was identified that one of the filter limbs had detached and was in the pt's heart. The physician is evaluating the course of action.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. Case images were not provided for eval. Based on the info available, the results of the investigation are inconclusive. Definitive root cause is unk. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters.